Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were observed. No electrical anomaly was noted. The lead was capped and replaced. There were no adverse consequences to the patient after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.